Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and a21 error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump passed the delivery accuracy test at 0.08755 inches. Insulin pump received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a doctor that the customer got hospitalized due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer's reservoir popped out of the pump and the customer tried to put it back. The caller did not mention how the customer was treated. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. The customer delivered an accidental dose of insulin. Troubleshooting was not completed and the caller could not be reached back. The insulin pump will not be returned for analysis.